Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first attempt to fire the load to staple the stomach in a laparoscopic gastroplasty procedure last (B)(6), the device did not fire with the first black reload. They changed the load thinking that the problem was the charge but the second charge also did not fire. Then, they switched the stapler by another lot. Another stapler was opened to resolve the issue in order to complete the case and the surgery occurred normally. There was no patient injury.